Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up will be sent when the analysis is complete.

Event description:
It was reported that the pt experienced loss of pain relief. Pump interrogation showed "motor stall." The hcp decided to replace the pump. The pt status after the replacement was reported as "okay." The pump was delivering fentanyl. The concentration and daily dose were not reported.